Event description:
(B)(4). Welds are broken at the head deck, it appears that they have strapped something to the deck causing the welds to break, warranty this time only as a courtesy, not out of box not early life no follow up, no additional information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.